Event description:
An implantable pulse generator (ipg) and lead were returned from a funeral home who stated they had no information. Information identified in the manufacture's data base indicated the patient died approximately forty-five days post the implant of the ipg system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
Asku

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died 45 days after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.